Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the black box showed a ¿replace cartridge¿ alarm had occurred on (B)(6) 2015 at 19:36, and deliveries never resumed. The last bolus delivery occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) over 500mg/dl and was hospitalized. The patient had reportedly discontinued insulin pump therapy and was treated with IV fluids. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. However, a reason for the alleged bg excursion could not be determined, and the pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.